Event description:
It was reported that a patient's device turned off at a dentist appointment about 3 weeks ago. It was reported that the patient turned stimulation off before his appointment and then 'they lifted something up and it turned his device back on.' The patient went to the lobby, turned it back off, and it was 'okay.' Further information has been requested. If more information becomes available, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type lead; product ID 37743, serial# (B)(4), product type programmer, patient; product ID 37092, lot# 281240002, implanted: (B)(6) 2011, product type accessory. (B)(4).

Event description:
Additional information received reported that the patient had called his healthcare provider but had not scheduled an appointment. It was noted that the patient's doctor had not ordered a removal of the device.